Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, there was an open pulse wire inside the cable connecting the distribution node (dn) and front te, between ECG electrodes a and b. The cause of the non-functional therapy electrodes is the open wire. The root cause of the open wire is excessive force placed on the cable. In addition, the trunk cable connector latches were broken, creating an insecure connection between the electrode belt and monitor. The root cause of the damaged connector is excessive force placed on the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.